Manufacturer narrative:
Date of report: 30apr2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the power overlay switch and the issue was resolved.

Event description:
It was reported that the green light emitting diode (led) indicator had an illumination failure. There was no patient involvement. Event date not specified.